Manufacturer narrative:
A4 patient weight added to the report.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data h6 medical device problem code updated based on analysis. Corrected data h6 investigation, investigation findings, and conclusion codes updated based on analysis. A review of documentation supplied with the device confirms that there is sufficient warning and instructions on how to set the implant to MRI mode. Based on the information received, the cause of the reported incident is consistent with not following the included guidance and directions for use of the ipg.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped communicating with external devices following an MRI scan without enabling MRI mode. In turn, the ipg became inoperable. Surgical intervention may take place at a later date to address the issue.